Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the internal battery degraded warning and occurrence of total power failure. Performance testing confirmed the reported unresponsive touchscreen. Visual inspection revealed the main circuit board had a leaky super capacitor. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded alarm was due to an isolated component failure within the device battery assembly while total power failure was due to a depleted battery and unresponsive touchscreen was due to a design specification limitation. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an unresponsive touchscreen, displayed an internal battery degraded warning and underwent a total power failure event. The device was not in patient use when the reported event occurred.